Event description:
Four or 5 needles from box of 100 do not work; no insulin dispensed from needle; when needle replaced, insulin dispensed from syringe. Dose frequency or amount: bid sq. Therapy dates: did not provide.